Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and urinary dysfunction/sacral nerve stim. Patient reported her symptoms came back and she had been peeing everywhere. She had been going to bathroom every 10 minutes and couldn¿t control it. She got low battery icon on patient programmer. Patient was advised to purchase new batteries as icon indicated the pp batteries need to be changed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was able to replace the patient programmer batteries and this resolved the patient programmer issue. It was noted the patient had cognitive issues and needed their device programmed and shown how to use it. It was reported the patient barely pee at all. No further complications were reported/anticipated.